Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that poor aspiration occurred during a cataract procedure. The procedure was completed without changing the system, cassette or tip. There was no pt harm reported. Additional info was requested, however, none has been provided to date.